Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (infection and suspected thrombus) cannot be conclusively determined through this evaluation. Additional information regarding the event, including device return availability, was requested from the account; however, none has been provided at this time. Heartmate 3 left ventricular assist system, serial number mlp-020157, was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) contains the following information: section 1 lists infection and thromboembolism as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection and thromboembolism as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was transplanted on (B)(6) 2022. The patient was listed as status 2 inpatient for device malfunction and was known to have outflow graft thrombosis requiring angioplasty on (B)(6) 2022 and dual antiplatelet therapy (dapt) treatment afterward. The patient was later admitted for prolonged intravenous (IV) antibiotics to treat pseudomonas aeruginosa driveline infection. Symptoms included worsening cough, presyncope, and shortness of breath. Infectious diseases (ID) was consulted for the driveline infection. The pump would be returned for evaluation pending a response from the pathology department for pump return.